Event description:
The customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for one pt on multiple samples involving access 2 immunoassay system. The elevated results were discordant to an alternate methodology, which produced a negative result. The elevated results did not correlate with the pt's clinical condition and questioned by the physician. The elevated results were released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc. With the pt samples for further analysis. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2008. The fse successfully completed the luminc. And lumwash test within specifications. The unit was verified per established procedures and conformed to the manufacturer's published performance specifications. The samples were collected in bd serum separation tubes (sst). The customer stated the tubes were inverted and allowed to clot between 15 to 30 mins prior to centrifuging at 2,500 rpm (rotations per minute) for 10 mins. Quality control (qc) is run daily and was within specifications at the time of the event. Further testing at beckman coulter customer product line support (cpls) laboratory confirmed heterophile interference in the pt's samples. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies. The access accutni results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.